Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge septum became dislodged while customer was attempting to fill the cartridge. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully load a new cartridge to address the issue.